Event description:
It was reported that during the attempt to pre-dilate a calcified lesion in the distal left anterior descending artery (lad), the mini trek 1.2 x 8 mm balloon could not cross the lesion despite applying pressure. The balloon was withdrawn and was replaced with another device. No adverse patient effects were reported. The patient is stable and doing fine. No additional information was provided. Returned device analysis noted a balloon rupture. Additional information received stated that the balloon was not soaked prior to use during preparation. The balloon was inflated to nominal pressure in an attempt to cross the lesion and subsequently ruptured during the attempt.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balloon catheter found blood and contrast visible in the inflation lumen, blood on the shaft and blood on the balloon, which was loosely-folded. This is consistent with the reported use of the device and suggests that there may be a leak or balloon rupture. An attempt was made to pressurize the catheter, but fluid leaked from a hole in the wrinkled area of the balloon. Fluid also leaked from the tip of the catheter, which would also indicate a leak in the inner member material. The analysis further revealed that the entire length of the balloon and the inner member in the balloon were wrinkled. A portion of the distal shaft including the inner and outer member was also wrinkled and the distal tip was noted to be flared. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis, which indicated a leak in the balloon and a leak in the inner member distal to the distal balloon marker. There was mechanical damage and pushed material noted at edges of both leaks. The sem report determined that balloon and inner member failure may have been attributed to mechanical damage to the outer surface. In this case, it is likely that the catheter interacted with the heavily calcified lesion during attempted advancement such that the balloon and shaft became wrinkled/bunched and the tip flared as a result. Then as attempts were made to inflate the balloon to aid in crossing, the likely caused the balloon and inner member material to become damaged (scratched) and ultimately rupture/leak. It was reported that the balloon was not soaked prior to use. It should be noted that the preparation for use section of the IFU states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, any pressure (positive or negative) may cause balloon material movement, which can cause balloon damage/peeling and thereby contribute to a balloon rupture. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.